Event description:
A health professional reported receiving inaccurate readings on their adc blood glucose meter. The health professional reported receiving a reading of 30 mg/dl compared to a lab result of 166 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Correct verbiage should read as follows: the meter was returned. The complaint was not confirmed. However, upon investigation contamination in the strip port was identified. The user manual provides recommended instructions not to allow blood or other solution into the monitor's test strip port. In addition, the keypad had signs of extended use; however, all keypad buttons, and the scanner function properly.

Manufacturer narrative:
The meter was returned. The complaint was not confirmed and no new issues were observed. All results were within the range specification during control solution testing and no errors were observed. The data upload concluded that the device performed according to specification. This is the final report.